Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. It is also noted that the customer reported having symptoms of hypoglycemia such as being lethargic and weak and was unable to test his glucose level due to an error message on his display. He stated that he ate some candy and there was no report of third party medical intervention, death or serious injury.

Manufacturer narrative:
The product has been returned and an investigation is in process. Customers and retailers have been informed through the adc fa16may2006 letter.